Event description:
The customer complained of an erroneous low result for 1 patient sample tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. The initial result was 127 mmol/l. This result was reported outside of the laboratory where it was questioned by emergency room staff. The sample was repeated on a different c501 module and the result was 140 mmol/l. The repeat result was believed to be correct. The patient was not treated based on the erroneous result. No adverse event occurred. The na electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and identified a damaged solenoid valve. The fse replaced the valve. All operation and mechanical checks were successful. A 21 cup precision test was performed with acceptable results. The customer calibrated and qc results were within specification. Calibration and qc were acceptable. The sample was centrifuged for 10 minutes at 4500 rpm. The centrifuge speed may be faster than recommended by the tube manufacturer. The investigation determined the damaged solenoid valve identified by the fse was the root cause of the issue.